Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the knurled nut component of the device was lost during the cleaning process because the threaded head at the end associated handle was loose. There was no report of patient or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that the knurled nut is solved at the head of the threaded rod of the locking unit. Unfortunately, we are not able to determine the exact cause which leads to the occurrence. Therefore it is likely that simply too much applied mechanical force (torsion), well beyond its calculated design caused the occurrence or the cleaning process itself to cause to the reported issue. We are not aware of any reports of this occurrence so far. The article was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.